Event description:
It was reported the blades were used during an unknown procedure. The blades locked out halfway through long cases (2 hours). Another device was used to complete the case. No patient consequence.